Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the solenoid control board and power management board were broken and replaced the same. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down and gave a loud alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country and event site postal code), g3, g6, g7, h2, h6 (type of investigation, investigation findings and investigation conclusions), h10.

Event description:
N/a